Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse practioner reported via phone call that the customer was in a car accident. Their blood glucose at the time of incident was 305 mg/dl. The customer was treated with manual insulin injection and insulin drip. The car accident caused the hyperglycemia; however, medical staff treated the diabetes. Troubleshooting did not occur. The customer also wore the insulin pump during an x-ray. The insulin pump was not returned for analysis. Unomedical set. Frn-model unknown-reservoir.